Event description:
It was reported that the customer was hospitalized for hyperglycemia. There were no significant events noted prior to hospitalization. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The customer was educated on the two hbg rule.